Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device causing damage, appears to be a result of user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the interaction between the second clip delivery system (cds 80108u110) with the first implanted clip, causing damage. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip delivery system (cds) cds 80108u109 was advanced to the mitral valve and was successfully implanted in a2/p2. Mr was reduced to 2. To further reduce the mr, a second cds (80108u110) was advanced to the mitral valve for implantation, however the second clip interacted with the first clip and it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda); mr returned to 4. The second clip was implanted in a3/p3, and a third clip was implanted in a1/p1 to stabilize the slda clip; reducing mr to 2. The patient is in stable condition. There was no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.